Event description:
In 1997 patient had surgery where synthes pedicle screws, soft bars, collars were placed in the lumbar region. Three months later, a lumbar myelogram revealed a fracture of the connecting bar on the right side. In 2001 lumbar spine xrays and exploratory surgery of the fusion revealed the same. The operative report states that "it was not possible to remove the screws without possibly jeopardizing the fusion mass". This information was provided by the patient's attorney.

Event description:
In 1997 patient has surgery where synthes pedicle screws, soft bars, collars were placed in the lumbar region. Three months later, a lumbar myelogram revealed a fracture of the connecting bar on the right side. In 2001 lumbar spine xrays and exploratory surgery of the fusion revealed the same. The operative report states that "it was not possible to remove the screws without possibly jeopardizing the fusion mass". This information was provided by the patient's attorney.